Event description:
Procedure type: knee replacement. According to the reporter: there are 5 cases, where the involved pts have shown infection in the site of the incision and dehiscence of the suture post-operatively. No other info is available at this time.

Manufacturer narrative:
MDR ref # 1219930-2009-00854, 1219930-2009-00856.